Event description:
The user received a discrepant ammonia result for one pt sample. The initial result was zero and the user assumed there was a bubble, but did not visually check the sample. The same sample was then repeated twice with a result of 124 ug per dl both times. The initial erroneous result was not reported. The user reported the results of 124 ug per dl. The user declined a field service representative visit and stated the resolution was to repeat the sample. The user stated there were no further issues after this one event.